Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood around the helix. Inspection of the lead body and electrode tip found no anomalies. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. As a result, a revision procedure was performed. An attempt was made to reposition the lead; however helix extension/retraction issues were encountered and the lead could not be placed. The lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. As a result, a revision procedure was performed. An attempt was made to reposition the lead; however helix extension/retraction issues were encountered and the lead could not be placed. The lead was removed and replaced. No additional adverse patient effects were reported.